Manufacturer narrative:
E1 - initial reporter phone. (B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved the product 23 cm (9") ext set w/2 microclave¿ clear, 4-way stopcock, rotating luer. It was reported that when connecting the infusion does not flow and it cannot be flushed. There was no reported patient involvement and no patient harm report.